Event description:
It was reported that during a follow up in clinic, loss of capture, r-wave amplitude variation, and low pacing impedance were noted on the right ventricular (rv) lead. Insulation damage of the rv lead due to overtightened sutures on the suture sleeve was visually observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.